Event description:
It was reported that during a procedure of an eccentric, mildly tortuous, moderately calcified right coronary artery, after a non-abbott stent was deployed, the voyager nc was delivered for post-dilatation. During the first inflation the balloon ruptured at 14 atmosphere (atm). A non-abbott balloon was used to complete the procedure. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, material discrepancies, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was mildly tortuous, moderately calcified and a stent was deployed. In this case, it is likely that the balloon may have become scratched/damaged during interaction with the lesion calcification and stent implant such that the balloon ruptured, as no damage was noted during preparation for use. Although there is no indication of a product quality deficiency, without return of the device, a definitive cause could not be determined.